Event description:
It was reported that the device was explanted. Learned of event through implant pt registry. The device was explanted after a zero day duration due to regurgitation. Info learned from the surgeon's office.

Manufacturer narrative:
Device not returned.